Manufacturer narrative:
(B)(4). The patient has an underlying rhythm, therefore the system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements in both bipolar and unipolar configuration. No adverse patient effects were reported.